Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose levels (approx 300 mg/dl). Typically the customer uses his abdomen for site placement, but has recently switched to his leg which is reportedly very muscular. Pump passed delivery system check.